Event description:
Noise was observed on the segms for non-sustained vf episodes. Noise was reproducible with arm movement. Review of the fluoroscopy revealed an externalized conductor. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.